Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Discarded by hospital.

Event description:
A neuron delivery catheter 070 was opened up and found to have a kinked tip before being placed in the patient. Another was used successfully.